Event description:
It was reported that the user experienced multiple low blood glucose events, with a documented reading of 56 mg/dl and associated dizziness, and that she felt unable to dose for usual meals; she was instructed to treat lows with 15 grams of fast-acting carbohydrates, wait 15 minutes, and recheck blood glucose. Symptoms included dizziness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education regarding hypoglycemia treatment and meal announcements. Investigation of this case revealed no device malfunction reported and focused on user guidance for hypoglycemia management and appropriate meal-related dosing practices. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.